Manufacturer narrative:
The pad-pak was first installed successfully on the may 2010 and performed to specification up to 17th february 2013. The device failed several self-tests due to a low battery betwen (B)(4) 2013. The device remained in fault mode up to the 8th april 2013 when an increase in voltage was observed and the device passed a self-test. Multiple manual power ups of ten minutes duration were recorded between (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.